Event description:
It was reported that patient was experiencing discomfort and device migration was observed. A pocket revision was performed and the device remains implanted. The patient is pacemaker dependent. There were no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.